Event description:
A PATIENT UNDERWENT DIALYSIS CATHETER PLACEMENT PROCEDURE USING THE GLIDEPATH HEMODIALYSIS CATHETER. ON (b)(6) 2026, SOMETIMES AFTER PLACEMENT, IT WAS OBSERVED THAT THE AREA WHERE THE CLAMPS HAD BEEN PLACED WAS SIGNIFICANTLY FLATTENED, RESULTING IN A PERSISTENT KINK IN THE CATHETER THAT COULD NOT BE RESOLVED. AS A RESULT, THE PATIENT EXPERIENCED SUBOPTIMAL DIALYSIS. THERE WAS NO REPORTED PATIENT INJURY.

Event description:
A PATIENT UNDERWENT A DIALYSIS CATHETER PLACEMENT PROCEDURE USING THE GLIDEPATH HEMODIALYSIS CATHETER. ON (b)(6)2026, SOMETIMES AFTER PLACEMENT, IT WAS OBSERVED THAT THE AREA WHERE THE CLAMPS HAD BEEN PLACED WAS SIGNIFICANTLY FLATTENED, RESULTING IN A PERSISTENT KINK IN THE CATHETER THAT COULD NOT BE RESOLVED. AS A RESULT, THE PATIENT EXPERIENCED SUBOPTIMAL DIALYSIS. ALSO, THE ALARM OF THE MACHINE GOES OFF, THE FLOW WAS COMPROMISED. UPON ADDITIONAL INFORMATION RECEIVED FROM THE CUSTOMER, THE PATIENT EXPIRED DUE TO UNSPECIFIED CAUSES. THE RELATIONSHIP OF THE ADVERSE EVENT WAS DETERMINED TO BE NOT RELATED TO THE DEVICE AND NOT RELATED TO THE REPORTED TO CLAMP KINK AND FLOW ISSUES.

Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS NOT PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS COULD NOT BE PERFORMED. THE SAMPLE WAS NOT RETURNED TO THE MANUFACTURER FOR INSPECTION/EVALUATION. THEREFORE, THE INVESTIGATION OF THE REPORTED EVENT IS INCONCLUSIVE. BASED UPON THE AVAILABLE INFORMATION, THE DEFINITIVE ROOT CAUSE FOR THIS EVENT IS UNKNOWN. THE INSTRUCTIONS FOR USE (IFU) IS ADEQUATE FOR THE REPORTED DEVICE/PATIENT CODE(S) AND PROVIDES GENERAL INSTRUCTIONS FOR USE, AS WELL AS WARNINGS, PRECAUTIONS AND POTENTIAL COMPLICATIONS ASSOCIATED WITH THE DEVICE. UPON RECEIPT OF NEW OR ADDITIONAL INFORMATION, A FOLLOW-UP REPORT WILL BE SUBMITTED AS APPLICABLE. SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
A PATIENT UNDERWENT DIALYSIS CATHETER PLACEMENT PROCEDURE USING THE GLIDEPATH HEMODIALYSIS CATHETER. ON MAY 06, 2026, SOMETIMES AFTER PLACEMENT, IT WAS OBSERVED THAT THE AREA WHERE THE CLAMPS HAD BEEN PLACED WAS SIGNIFICANTLY FLATTENED, RESULTING IN A PERSISTENT KINK IN THE CATHETER THAT COULD NOT BE RESOLVED. AS A RESULT, THE PATIENT EXPERIENCED SUBOPTIMAL DIALYSIS. THERE WAS NO REPORTED PATIENT INJURY.

Event description:
A patient underwent a dialysis catheter placement procedure using the GlidePath Hemodialysis Catheter. On (b)(6) 2026, sometime after placement, it was observed that the area where the clamps had been placed was significantly flattened, resulting in a persistent kink in the catheter that could not be resolved. As a result, the patient experienced suboptimal dialysis. Also, the alarm of the machine goes off, the flow was compromised. Upon additional information received from the customer, the patient expired due to unspecified causes. The relationship of the adverse event was determined to be not related to the device and not related to the reported to clamp kink and flow issues.

Manufacturer narrative:
H11: MANUFACTURING REVIEW: A MANUFACTURING REVIEW WAS NOT REQUESTED AS THE LOT NUMBER REPORTED IS UNKNOWN.INVESTIGATION SUMMARY: THE PHYSICAL DEVICE WAS NOT RETURNED FOR EVALUATION. NO PHOTOS WERE PROVIDED FOR REVIEW. THE INVESTIGATION IS INCONCLUSIVE FOR THE REPORTED CATHETER FLATTENED ISSUE AS NO OBJECTIVE EVIDENCE WAS PROVIDED FOR REVIEW. THE DEFINITIVE ROOT CAUSE COULD NOT BE DETERMINED BASED UPON AVAILABLE INFORMATION.LABELLING REVIEW: AS THE REPORTED EVENT DID NOT ALLEGE A LABELING OR USE RELATED ISSUE, A LABELING REVIEW IS NOT REQUIRED.G3, H6 (METHOD, RESULT, CONCLUSION).SECTION A THROUGH F ¿ THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Manufacturer narrative:
H11: ADDITIONAL INFORMATION WAS RECEIVED INDICATING THAT THE PATIENT EXPIRED DUE TO AN UNSPECIFIED CAUSE. THE RELATIONSHIP OF THE ADVERSE EVENT WAS DETERMINED TO BE NOT RELATED TO THE DEVICE AND NOT RELATED TO THE REPORTED CLAMP KINK AND FLOW ISSUES.AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS WILL BE PERFORMED. THE SAMPLE WAS NOT RETURNED TO THE MANUFACTURER FOR INSPECTION/EVALUATION. THEREFORE, THE INVESTIGATION OF THE REPORTED EVENT IS INCONCLUSIVE. BASED UPON THE AVAILABLE INFORMATION, THE DEFINITIVE ROOT CAUSE FOR THIS EVENT IS UNKNOWN. THE INSTRUCTIONS FOR USE (IFU) IS ADEQUATE FOR THE REPORTED DEVICE/PATIENT CODE(S) AND PROVIDES GENERAL INSTRUCTIONS FOR USE, AS WELL AS WARNINGS, PRECAUTIONS AND POTENTIAL COMPLICATIONS B2, B5, D4 (MEDICAL DEVICE LOT, MEDICAL DEVICE EXPIRATION DATE), G3, H6 (DEVICE)SECTION A THROUGH F ¿ THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Manufacturer narrative:
H11: Additional information received from the customer, the patient expired due to unspecified causes. The relationship of the adverse event was determined to be not related to the device and not related to the reported deformation due to compressive stress, Material Twisted/Bent and restricted flow rate issues.Date of death for this patient was not provided, date of death updated as 01-Jan-1900 for the MDR submission requirement.Manufacturing Review: A Manufacturing Review was not required as this is the only complaint reported to date for this lot. Investigation Summary: Although the physical device was not returned for evaluation, three photos were provided for review. All the photos show a partial view of the dual-lumen catheter extension legs implanted in the patient body. Clamps were noted on both extension legs. No flattening, kinking, and twisting of catheter was observed in the provided photo. The investigation is inconclusive for the reported catheter flattened, kink, catheter twisted and restricted flow rate issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. G3, H6 (Device, Method). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.